Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a onelink needlefree IV connector leaked. The nurse observed a leak ¿between the piston and the housing.¿ this occurred during infusion in the chemotherapy department. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.